Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2023. The patient was in the parking lot at costco and checked his cgm reading, which was 150 mg/dl. No bg meter comparison done at this time. The patient was also wearing a tandem insulin pump. The patient went to the bathroom once in costco and noticed his cgm reading was now 80 mg/dl. The patient went to the snack bar to get food. The patient found a table to sit down at and shortly after lost consciousness. The staff at costco called the paramedics. The paramedics treated the patient with an unspecified medication. The paramedics tested the patient¿s bg meter reading, which was 111 mg/dl while the cgm was reading ¿low forty¿. It is unclear if this was taken before or after treatment was provided to the patient. The staff at costco provided the patient with a regular soda and strawberry sundae to eat once the patient had regained consciousness. The patient was not transported to the hospital. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.